Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level of 439 mg/dl. The customer's current blood glucose value was 290 mg/dl. The customer stated that his average blood glucose level was 80-100 mg/dl; however, recently it had been increased to 200-439 mg/dl. He had changed the set but the issue didn't resolve. The customer was not insisting on insulin pump replacement. He did not allege that the insulin pump was under delivering. It was reported that the customer performed high pressure test and received an alarm at 2 units. He was advised to change entire set, reservoir and insulin and treat as per health care professional's instructions. The insulin pump will not be returned for analysis.